Manufacturer narrative:
(B)(6) - UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that a patient presented with an infection noted on the system. Additionally, pocket erosion was noted at the device pocket. During the intervention process, a large thrombus was noted. The surgical procedure was cancelled. No adverse patient consequences were reported.